Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or was provided for evaluation. Data was received but investigation window does not reflect the alleged device. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.